Event description:
It was reported that the patient underwent a posterior lumbar fusion and osteotomy at t9-l5. It was reported that after breaking off right l5 setscrew, the surgeon was not able to break off right l4 setscrew. He replaced the setscrew with a new one, but he failed again. Then, he removed right l5 setscrew and placed it at right l4, and he placed a new setscrew at right l5. The procedure was completed without any further incident. No patient complication is reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.